Event description:
Physician was placing an a-line in the pt prior to surgery. When staff went to put the IV tubing on the a-line catheter, it was determined that the end of the catheter was malformed which was why it did not fit. A guide wire was required in the artery in order to get another catheter into the patient. FDA safety report ID# (B)(4).